Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level was impacted and recorded at 400 mg/dl. To address the high blood glucose, the customer administered a correction injection through multiple daily injections (mdi). Technical support provided instructions to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer understood to call back if the issue reappears.